Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading cartridges onto the pump. Reportedly, the insulin gauge remained static at 50 units. Subsequently, the cartridge was being filled with cold insulin. There was no reported impact to the customer's blood glucose level.